Event description:
It was reported that several size 8 dic, disposable inner cannula could not be inserted into one (1) size 8 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube. The reporter states that this resulted in a change in ventilation treatment. The 8 dfen was capped off and patient was hooked to a nasal cannula. There were no reported patient injuries. The involved size 8 dfen and 8 dic devices are reportedly available to be returned to the manufacturer for analysis and investigation. As of the date of this report, the devices have not been received.